Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a sales representative via phone that during an laparoscopic procedure on (B)(6) 2022, the distal tip of the ar-3352-5530 laparoscope became hot and burned a hole in the drape. The surgeon used a blue cloth to cover the burned drape. The patient was not harmed and the case was completed by turning off the scope and after a few minutes they were able to complete the case using the same scope. The sales representative was not present during this case and upon arrival the (B)(6) 2022, was able to collect the device(s) used in the case or evaluation. Additional information provided 1/24/2022: all part and serial numbers were provided.

Manufacturer narrative:
Not confirmed. The evaluation shows that the device performed as intended.